Event description:
On december 15th 2023, fujifilm healthcare americas corporation was informed of an event involving ec-600hl. It was reported that the irrigation comes out like a power washer and it tored the patient's mucosa. No additional information provided.

Manufacturer narrative:
Ref (B)(4).